Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018, dtmb1qq ICD, implanted:(B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed undersensing of the right ventricular (rv) lead on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.